Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the cubie pocket was broken. The field service engineer (fse) explained to the customer that they needed to contact the pharmacy team had capable of ejecting the pocket and replacing it with a new one. Once replace, the medication could be reassigned to the pocket. An fse made follow-up with the customer confirmed that the pharmacy was able to access the device, successfully replaced the pocket, and reassign the medication back to the original pocket. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket was broken and could not be recovered. The customer also noted that one cubie pocket would not open and was stuck on a latched position. The station was rebooted and a recovery was attempted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.